Event description:
A 3.5 mm diameter x 12mm length driver mx2 coronary stent system was inserted into a patient for the treatment of an unk lesion site. The vessel morphology was not reported. It was reported that the device was inserted into the patient and the stent was deployed successfully. Upon removal of the device it was reported that the shaft had kinked and then broke in half. The physician was able to remove the device successfully. No additional clinical sequelae were reported. Medtronic has received the device and its analysis has been completed. The device was returned broken in two pieces and the z-component was off the catheter. The shaft was kinked and wavy. The balloon had been inflated and the stent was not present on the device.